Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00944. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 during which the entire system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2018-00944. It was reported the patient experienced ineffective stimulation after having had a fall. Diagnostics indicated multiple high impedance values. X-rays indicated both leads had migrated. Reprogramming was attempted to no avail. Surgical intervention is planned to address the issue.